Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x zebd-7-10 device was returned to cirl for evaluation. A lab evaluation was held on 17 august 2017. Upon evaluation, the stent was found to be kinked at portholes 2 and 5 from the ductal end. A wire guide could not go past port hole 2. Minor side wall damage was also observed at porthole 2. It was noted that the stent would not have left the manufacturing facility in a damaged state. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zebd-7-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user found the stent was kinked when she attempted to straighten the pig tail using the straightener. She attempted to insert it over a wire guide, but the wire guide would not pass through the stent lumen due to the kink. So she replaced it with another zebd-7-10 to complete the procedure.